Manufacturer narrative:
Visual and functional evaluation of product don't show any issue on product : product is compliant. The review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Another product was opened and used to complete surgery without any issue reported. Probable root cause of this issue is related to an user error.

Event description:
Mobi-c p&f us : product not seeming to sit appropriately on insertion.the surgeon requested a second identical implant.it was reported that at no point did the surgeon make any complaint about the device, nor state that it was flawed in any way, nor that it wasn't functioning perfectly